Event description:
Customer reports taking humalog 75/25 after testing 331 mg/dl on the aviva system at 07:56. Customer tested 85 mg/dl at 07:58 and 84 mg/dl at 07:59 on the aviva system. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.